Event description:
The report received from the affiliate indicted that during pci of a 95% occluded lesion in the mid lad with severe calcification, when the physician advanced the stent to cross the lesion, he felt friction and at the moment, the proximal shaft was bent. The physician then withdrew the stent and wanted to re-shape the bent shaft to be straight, however, the bent shaft broke into 2 pieces.

Manufacturer narrative:
The report received from the affiliate indicated that during pci of a 95% occluded lesion in the mid lad with severe calcification, when the physician advanced the stent to cross the lesion, he felt friction and at the moment, the proximal shaft was bent. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The physician then withdrew the stent and wanted to re-shape the bent shaft to be straight, however, the bent shaft broke into 2 pieces. One non-sterile cypher select + 3.00x28 mm was received coiled inside a plastic bag. It was separated (broken) in two pieces at 27.8 cm from the proximal end in the metal shaft area. Two kinks were found at 24.6 and 42.8 cm from distal end. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated as well as the body/shaft kink/bent were confirmed. The exact cause of the failure and kinks found could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken. Based on the information provided there are possible lesion characteristics and procedural factors that may have contributed to the failure to cross the lesion and subsequent shaft kink. It seems that manipulation of the shaft by the physician ultimately led to the shaft separation in two pieces.

Manufacturer narrative:
Additional information was received from the affiliate that the lesion was pre-dilated but the balloon, size and inflation pressure were not available. The stent appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. The stent deployment system was withdrawn while the stent was on the balloon and was pulled back inside the guide catheter. When the physician withdrew the stent from the patient, he wanted to re-shaped the sds, at this moment, the shaft broken. The catheter was still remained in the patient. No resistance was experienced when the stent deployment system was withdrawn. There was no excessive force applied to the device during insertion or withdrawal. The patient was successfully treated and there were no negative consequences to the patient. The guide catheter used was a cordis product but the product information was not available. The patient's age, gender and medical history are not available.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.